Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced a blood glucose level between 300 mg/dl to 400 mg/dl. Reportedly, the contact declined to provide any additional information.